Manufacturer narrative:
Integra has completed their internal investigation on 4may2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record is performed for manufacturing lot ffaz pn 295224s. No anomaly is observed during machining, incoming inspection after machining or packaging step about lost or increase of number of parts. It is observed a correction of quantity on the work order but good manufacturing practices are respected. Prior to release each lot is counted for quantity at each step of manufacturing. Three parts 295224snd from lot ffaz are available in (B)(4) inventory. A visual check is performed and anomaly is confirmed. A review of the device history record is performed for manufacturing lot ffay pn 295220s. It is observed that the two lots ffay and ffax were machined by the same supplier and delivered on may the 26th 2015. Incoming inspection for the two lots were done by the same inspector between june the 9th and june the 10th 2015. Packaging of the lots were done by the same supplier and delivered on july the 16th 2015. A quarantine request was initiated for distribution centers. At this time, the investigation is complete and there are 2 potential identified causes: the contract packager verified they had noted the problem and were able to partially correct it, but did not notify newdeal at the time. As such, it is verified a mix-up occurred during packaging at the contract packager for the 2 affected products / lots manufactured on the same day. Newdeal may have mixed the 2 products / lots prior to sending the screws to the contract packager. A review of the complaint system was performed. This is the first incident reported to newdeal about a packaging error for surfix® alpha titanium diameter 2.7 mm screw and lock screw (for the past two years). (B)(4). It is the first incident recorded for lot ffaz. (B)(4) parts were initially released. Lot failure rate is (B)(4). Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident is a mix of product at incoming inspection or packaging supplier. A scar is initiated in order to investigate and take appropriate actions internally and with associated packaging supplier.

Event description:
It was reported the integra loan set operator was restocking a hallu-lock set when discovered the surfix alpha screw she had just opened was not the size stated on the pack. When measured against the measuring device on top of caddy discovered it was only 20mm in length and not the 24mm it should have been. The operator has checked other screws in loan sets with the same lot number and these have the correct length. The issue was discovered by the integra loan set operator and there was no patient involvement or surgery delay.

Manufacturer narrative:
Integra has completed their internal investigation on 5feb2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: a review of the device history record is performed for manufacturing lot ffaz pn 295224s. No anomaly is observed during machining, incoming inspection after machining or packaging step about lost or increase of number of parts. It is observed a correction of quantity on the work order but good manufacturing practices are respected. Prior to release each lot is counted for quantity at each step of manufacturing. A review of the complaint system was performed. This is the first incident reported to newdeal about a packaging error for surfix® alpha titanium diameter 2.7 mm screw and lock screw (for the past two years). During the same time period, (B)(4) surfix® alpha titanium diameter 2.7 mm screws and lock screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). It is the first incident recorded for lot ffaz. 29 parts were initially released. (B)(4). Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident is a mix of product at incoming inspection or packaging supplier. A scar is initiated in order to investigate and take appropriate actions internally and with associated packaging supplier.